Event description:
It was reported that during a percutaneous transluminal angioplasty procedure a balloon rupture occurred. The 90% stenosed lesion was located in a moderate to severely calcified and severely tortuous external iliac artery. The f/g sterling otw 7.0 x 40/135 (4f) balloon catheter was being used for stent post dilatation. The physician found there was blood flowing into the balloon catheter on the first inflation. It was later reported that there was a balloon rupture that occurred. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).